Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extend, if any, the bard device may have caused or contributed to the events as alleged. If additional information is obtained, a supplemental MDR will be submitted. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the patient underwent surgery for repair of an incarcerated umbilical hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2008. The patient required an additional surgery to repair the hernia defect and remove the perfix plug because it had become deformed, caused a severe foreign body reaction and eroded into the patients bowel causing, amongst other things, dense adhesions, pain and a small bowel blockage. It is alleged, the patient suffered post-operative complications of infection and required an additional hernia repair on (B)(6) 2009. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extend, if any, the bard device may have caused or contributed to the events as alleged. If additional information is obtained, a supplemental MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the information provided, no conclusions can be made. Per medical records provided post implant of perfix plug, patient underwent an additional procedure for small bowel obstruction repair during which the perfix plug was explanted. Adhesion is listed as a possible complication in the instructions-for-use supplied with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the patient underwent surgery for repair of an incarcerated umbilical hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2008. The patient required an additional surgery to repair the hernia defect and remove the perfix plug because it had become deformed, caused a severe foreign body reaction and eroded into the patients bowel causing, amongst other things, dense adhesions, pain and a small bowel blockage. It is alleged, the patient suffered post-operative complications of infection and required an additional hernia repair on (B)(6) 2009. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incarcerated umbilical hernia and right inguinal hernia and underwent open repair. Per the operative report details, ¿the large direct (inguinal) hernia was repaired with the onlay portion of perfix plug. The tails of mesh were split to encircle the spermatic cord and then sutured. Attention was then turned to the incarcerated umbilical hernia. The hernia sac was dissected free and then repaired with a perfix plug, which was placed into the defect, and sutured to the fascia.¿ (B)(6) 2008 - patient visited hospital for epigastric pain, left lower & upper quadrant pain and was admitted the next day due to small bowel obstruction. (B)(6) 2008 - patient underwent open repair with perfix plug removal. As per the op-notes, ¿I resected the mesh (perfix plug) and the small bowel loop from the abdominal wall. A fairly significant amount of mesh was left as a large palpable mass below the umbilicus. I then had to divide the omentum and separated it from the small bowel loop and the mesh. There was still a large mass effect due to the mesh in the abdominal wall below the umbilicus. I resected all of this mesh out. The areas of his inguinal hernia repairs felt normal internally.¿. Attorney alleges that the patient experienced adhesions, bowel/intestinal obstruction, bowel/intestinal removal, mesh migration, pain, mesh shrinkage, hernia recurrence and that the perfix plug was entwined with the bowel.